Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) disposable being damaged with a hole, this report occurred during dwell 3 of 8. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy since there was a hole in the patient line. No patient injury or medical intervention was reported. Product surveillance has been unsuccessful in obtaining additional information regarding this incident, after multiple attempts to the customer. A follow-up report will be submitted if further information is obtained.

Manufacturer narrative:
Product surveillance has been unable to contact the home patient or caregiver after multiple attempts. No further information is available at this time.